Manufacturer narrative:
H.6 results: 400 (other) - the device analysis results have been classified as "other" since there are no available codes that reflect the fact that the device contained excessive moisture. Additional manufacture narrative: it is believed that this device malfunctioned due to an electronic failure in the hybrid assembly due to high moisture. This device had excessive moisture that exceeded the residual gas analysis (rga) test limit. Based on an assessment of the rga data, it is believed that this device was hermetic, and that the root cause of excessive moisture was an inadequate vaccuum bakeout process. Corrective actions have been implemented. This is the final report.

Event description:
The pt reportedly had no sound percept following after she hit her head (date not given). The pt was seen at the center for evaluation. Testing performed confirmed that the pt's device was no longer functioning. Surgery has been scheduled to explant the device.